Event description:
The customer reported that while the unit was in use on a pt, the unit displayed electrical test failure code 32 (power-up ram test failure) and shut down. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep confirmed that the error logs showed multiple failures at the time of the shutdown. The customer elected to service the unit themselves. Datascope technical support advised the site biomed that the main board should be replaced.